Manufacturer narrative:
10/28/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic spleenectomy procedure. Reportedly, the instrument did not cut and the knife assembly bent. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.